Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went down to 40 mg/dl. Customer had convulsions and passed out this morning. Customer stated that it went to fill tubing and she had 2.8 units. Customer was priming the tubing when it happened. Customer was still not sure why she was low. Customer's blood glucose was now 68 mg/dl. Customer stated that when she changes the tubing, it says rewind and prime but it won't go past the rewind. Customer could not see drops and the pump would not let her get to the fill tubing screen. Customer was drinking juice and shaking and was able to drink liquid glucose.